Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. Both cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in its proximal and distal ends, along with a hole and a leak in its kink resistant tubing (krt) from fatigue. The second cylinder exhibited wear at fold in its proximal and distal ends, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the component; however, the pump did not pass activation testing during functional examination. Based on the information available and analysis results, the leak identified in the first cylinder krt could have caused or contributed to the reported clinical observation of device not working properly and a crack in the cylinder connecting tube. Additionally, the pump not passing functional evaluation could affect product performance.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. Both cylinders and pump were removed and replaced. No patient complications were reported.